Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between a disconnection occurring at the venous end of the fresenius combiset blood lines and the master guard dialysis access needle and patient estimated blood loss of 300ml with symptoms of dyspnea. At this time, it cannot be established what may have caused this disconnection to occur. The fresenius combiset blood line has been discarded and is not available for return to manufacturer for sample analysis. Due to the reported disconnection without an identifiable cause, the fresenius combiset blood line cannot be excluded. However, currently there is no documented allegation nor any objective evidence that product defect with the fresenius blood lines caused this to occur. In manufacturer instructions for use, it cautions users to ensure connections are secure before use to prevent blood leaks and to always ensure visibility of blood line connections with frequent monitoring while in use.

Event description:
On (B)(6) 2026, it was reported by a charge nurse at the fresenius auburn (3148) clinic that a patient receiving hemodialysis experienced a blood line separation with blood loss. Additional information about the event was obtained through a follow-up call with the clinic¿s facility administrator. It was reported that on (B)(6) 2026, this patient was initiated on regularly scheduled hemodialysis treatment. The patient¿s pre-treatment blood pressure was 154/100 with a pulse of 113, per the facility administrator (fa). The hemodialysis treatment was started utilizing fresenius 2008 t machine (serial number unknown), fresenius combiset blood lines (lot number: 26cr01094), masterguard dialysis access needles (not a fresenius product; lot number unknown) via the patient¿s arteriovenous fistula (avf). It was reported that the patient had complaints of shortness of breath (dyspnea) within one minute of the beginning of the hemodialysis treatment. Per the fa, patient care staff visualized that the venous end of the fresenius combiset was disconnected from the venous end of the fistula needle. Treatment at the time of the incident included that the patient¿s hemodialysis treatment was terminated. Additionally, the patient was rinsed back their blood in the hemodialysis circuit with approximately 300ml of normal saline. At the same time, oxygen was administered to the patient via nasal cannula (4l). It was reported that the patient had an estimated blood loss of 300ml. The patient remained conscious and oriented during the incident. The patient¿s vital signs remained stable with report of blood pressure 149/90 and a pulse 82 and the patient¿s shortness of breath subsided. However, the patient was sent to the hospital via ambulance for further medical evaluation after the incident. Per the fa, the patient did not require any further treatment at the hospital. Furthermore, the patient did not require hospital admission and was discharged <24 hours. The patient has recovered from the event and has resumed her normally scheduled hemodialysis treatments without further reported issue. The fa confirmed that there is no allegation against the fresenius 2008 t machine. The fresenius 2008 t machine remained in service after this event. It could not be identified what may have caused the disconnection between the fresenius combiset blood line and the masterguard dialysis needle to occur. However, the fa stated that there were no visible defects with the fresenius combiset lines. It was reported that the combiset lines that were in use at the time of the event have been discarded and are not available for return to manufacturer.